Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the endoscope involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the 30-degree endoscope plus had physical damage. It was unknown if fragments fell inside the patient. The procedure was unknown how it was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: endoscopes are reprocessed at an off site facility. Technicians do a visual inspection on the instruments prior to sterilization. There is no capability to "test" or plug in the instrument prior to sterilization. During the visual inspection, if there is any physical damage seen, a technician will report the instrument as damaged and provide the instrument to be submitted for an exchange. There was no physical damage reported during the assembling of this instrument. This instrument was sent back to our off site reprocessing facility with a "repair tag & reason for repair" from the or staff. It is unknown if this repair was noticed prior, during or after procedure. It was unknown if anything fell inside the patient. It was unknown if the fragments were retrieved. Endoscope has been exchanged out and shipped back to isi for evaluation.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 30-degree endoscope plus for failure analysis investigation. The endoscope was analyzed and found with minor cut to the cable insulation. The damage was located at zone b in the middle 1/3 on the endoscope cable. Additional observations not reported by site: the endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope cable integrated connector, the cab integrated connector housing exhibited discoloration. Visual inspection confirmed. The endoscope was visually inspected and manually tested by hand using series of movement tests and failed. The endoscope was detected with rattling or noise from the housing and/or detected loose balls from the led windows. The endoscope was disassembled and confirmed with dislodged desiccant balls inside backend housing. The endoscope was visually inspected and found with mechanical damage the scope¿s shaft. The probable root cause of customer reported issues is attributed to damage during use or reprocessing, which may include improper handling of the cable. This issue can be resolved by using an alternate endoscope to complete the procedure.